Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported slda was due to a combination of challenging patient anatomy and procedural circumstances. The cause of the reported poor image resolution was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment, requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+, consisting of calcium in the valve, and restricted posterior leaflet with anterior leaflet override, tethered leaflets, enlarged heart, dilated annulus, and a pressure gradient of 5mmhg. A mitraclip xtw was implanted at a2/p2. However, upon deployment, it was noted that the clip had detached from the posterior leaflet. The posterior leaflet appeared to be undamaged. To stabilize the slda clip, a mitraclip xt was deployed on the lateral side of the slda clip, and a mitraclip xt was deployed on the medial side of the slda clip. It was noted that imaging was difficult to see, and that the slda was likely due to poor image quality. The procedure was completed with three clips implanted. The pressure gradient increased to 7mmhg. The mr was reduced to grade 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. The patient was reported to be stable following the procedure and discharged from the hospital the next day. No additional information was provided.